Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, drawing, instructions for use (IFU), specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). PMA/510(k) #: k130293. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that an advance 18 lp low profile balloon catheter was being used for an angiogram with a lesion in the left common femoral when the balloon ruptured. It was reported that balloon was inflated with 12 atm at the time of rupture, using a 50/50 mixture of saline and contrast. The direction of burst is unknown, and vessel calcification was noted. No adverse events have been reported regarding this occurrence.